Event description:
It was observed during the device evaluation, the image of the gastrointestinal videoscope was intermittent. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the gastrointestinal videoscope was intermittent. Based on the results of the investigation, the root cause was a leak. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.